Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse phone called few times the customer to no avail. On 15-aug-2016 at customer site, did a visual inspection of instrument. Replaced waste tubing with a longer tubing. Routed tubing through the back to waste container and upgraded software to 5.23. The most probable cause of the reported event was need for waste tubing to be replaced and software upgrade.

Event description:
On (B)(6) 2016 the customer reported shorter waste tubing with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.